Event description:
It was reported that the patient presented for a pacemaker implant. During the procedure, the doctor had difficulty inserting a lead terminal into the pacemaker's device header. After multiple insertion attempts, and pacing impedance being out of range, the doctor decided to replace the pacemaker with a new device. The lead was inserted into the new pacemaker successfully, and the procedure was completed without further reported complications. The patient was discharged.

Manufacturer narrative:
Final analysis found that the pulse generator's connector ports were out of specification due to contamination in the contact springs. Examination of the contaminants indicated a manufacturing anomaly. This contributed to the inability to insert the lead as well as high pacing lead impedance.